Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that intermittent occlusion occurred. Reportedly, the customer is wearing the cartridge for over 72 hours. Tandem technical support informed customer that wearing the cartridge for over 72 hours, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. On (B)(6) 2023 customer¿s blood glucose (bg) was ¿high¿(although specific value was not provided) to over 600. Reportedly, the customer was ¿unconscious¿ with high ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to address the elevated bg by a correction bolus via the pump. Customer¿s coworker drove the customer to the emergency room. Ultimately, the customer was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2023.